Manufacturer narrative:
(B)(4). Batch # n54h7p. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the unlocked position, and unfired. In addition both gripping surfaces broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open sigmoidectomy, one of the staple gripping surface was broken when the cartridge was going to be loaded into the device. Then, the cartridge was going to be removed from the device, but the other side of the gripping surface was also broken and could not be removed. Another device was used to complete the case. There were no adverse consequences to the patient.